Event description:
It was reported that this brady lead was initially attempted in the right ventricle (rv) and successfully screwed in however, post-screw measurements showed a lead impedance of 1100 ohms and a capture threshold of 1.5 volts. After placement of the right atrial (ra) lead, this brady lead measurements showed non-capture at 5.0 volts. Fluoroscopy showed that the helix had retracted and was dislodged. Repositioning was attempted due to suspicion of a stuck torque mechanism, but the helix did not extend, raising concern for a lead anomaly. The brady lead was replaced with a new lead of the same model, which was successfully screwed into the rv. This brady lead was not implanted and was returned for analysis. No adverse patient effects were reported.